Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation could not confirm the undetected upstream occlusion. The device was re-calibrated to ensure proper occlusion detection.

Event description:
During baxters device evaluation for an unrelated complaint, the device did not detect an upstream occlusion. There was no patient involvement.